Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer auxiliary 2.2 failed and was not communicating with the cubie. The customer stated that this malfunction caused a delay in dispensing medication to patients and the user managed to retrieve the medication from main pharmacy. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 2.2 was failed. The field service engineer (fse) assisted the customer to recover the cubie pockets. Fse ran diagnostics, removed the failed pockets to resolve the issue. The system functioned as intended after the field service engineer investigated the device.